Manufacturer narrative:
On february 17, 2026, device evaluation was completed as follows: mentor conducted a visual inspection. Visual analysis of the returned device revealed that the breast implant was found to have an area of missing material extending from the anterior view to the posterior view, measuring approximately 4.0 cm s 5.0 cm. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the ruptures. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old hispanic female patient underwent primary breast augmentation with 575cc mentor memorygel breast implant on both sides and left side capsular contracture; baker grade unknown and breast implant rupture was found during bilateral replacement surgery with catalog number 3504001bc; serial number (B)(6) on the left side, and with catalog number 3504001bc; serial number (B)(6) on the right side on (B)(6) 2025. Per additional information received on february 10, 2026, mentor became aware that the patient experienced left side capsular contracture; baker grade unknown and right side breast implant rupture was found during bilateral replacement surgery on (B)(6) 2025. Mentor is aware that the date of implant is prior to the manufacturing date of reported lot number 6636601. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.